Manufacturer narrative:
B5 - describe event or problem: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned twice and then explanted. The lens was replaced. Cause of the event is unknown. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned twice and then explanted. The lens was replaced. Cause of the event is unknown.

Manufacturer narrative:
H6- health effect- clinical code: 4581- rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned twice and then explanted. Cause of the event is unknown.